Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that no insulin was seen exiting the cartridge tubing during the fill tubing step. Reportedly, the supplies were changed to address the event and insulin delivery was resumed. Blood glucose was 89 mg/dl.